Event description:
(B)(4). It was reported that during a stenting procedure a spiral dissection occurred. The patient was enrolled in (B)(6) 2013 and underwent cardiac catheterization procedure which revealed 1 target lesion. The 75% stenosed lesion was located in the left mid superficial femoral artery (sfa) with a reference vessel diameter of 5mm and a lesion length of 190mm. The target lesion was pre-dilated with a 5mm x 150mm charger balloon catheter with 10 atm for 1 minute then the physician noticed a "marked spiral dissection" of the dilated lesion including a retrograde spiral dissection. The treating physician commented was "a bit surprising". A 7mm x 200 mm innova stent (study device) was then placed in the proximal aspect in order to cover the entire dissection and the outflow dissection. Then post-dilation followed resulting in 0% residual stenosis. The patient was discharged the same day on antiplatelet therapy.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).